Event description:
The patient was admitted to the hospital in 2007 for feelings of increasing weakness, a cough and an international ration (inr) of 16.51. The patient had been experiencing confusion and agitation through the day on four days later. She was requiring frequent visits from the respiratory therapist for respiratory treatments. She was noted to have a high white blood cell count. The physician had called the family to inform them that the patient was not doing well and may not make it through the night. The respiratory therapist was in the patient's room at 1925 to administer a respiratory treatment and to take a blood specimen. He found her trying to get out of bed with two side rails up and a restraint vest on and without her oxygen on. He reapplied her oxygen and told her to keep it on. At 1940 when he returned to her room, he found the patient kneeling at the bedside unresponsive with the restraint vest still in place around her body. The restraint vest appeared to be fitting much tighter at this time. The hospital rapid assessment team was called for assessment of the patient. The patient was a do not resuscitate and no further treatment was indicated.